Event description:
The reporter stated that surgeon inserted an aq2003v silicone three piece lens but it was removed due to the surgeon changing their mind. The incision was enlarged to remove the lens and sutures were required. The reporter stated it was unknown why the surgeon changed his mind.